Event description:
The client was getting into the wheelchair, when the left front arm socket allegedly broke, the chair tipped to the right, causing the client to fall and hit her head. User went to the hosp. While no serious injury was reported, user was allegedly in ICU for 2 days.